Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at below the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.